Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not feeling well and had a blood glucose (bg) level in the mid 200s mg/dl. The customer reported seeing air bubbles. The customer changed out the infusion set, cartridge and insulin. The customer drank lots of water to address the high bg.